Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a safety syringe. The customer reports that the safety shield detached from the device during activation, resulting in a dirty needle stick. In response, blood was drawn from the clinician for baseline testing with f/u testing scheduled at the 3, 6, 9, and 12 month intervals. Initial testing done on the pt has come back negative.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.